Event description:
Customer reported after waking up in the morning on (B)(6) 2010 and attempting to test with her freestyle freedom lite meter, customer's meter shut off during testing and she did not receive a reading result. Customer further reported self-dosing with her insulin medication and she subsequently lost consciousness. No self-treatment or third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during troubleshooting with the adc customer services, customer reported seeing a batteries message or a battery icon on the display, or a replace batteries message from her meter.